Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport that was cleared or approved by FDA for marketing in the united states.

Event description:
During an incoming inspection at (B)(4), a foreign material was found inside the sterile tray of the subject lead.

Event description:
During an incoming inspection at (B)(6), a foreign material was found inside the sterile tray of the subject lead.

Manufacturer narrative:
Preliminary analysis of the returned product showed a foreign material inside the packaging.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
During an incoming inspection at (B)(6) lifeline, a foreign material was found inside the sterile tray of the subject lead.